Manufacturer narrative:
Analysis found the unit alarmed compromised force sensor system due to a faulty force sensor resistor. No unexpected number ramping or scroll bar moving with no input was noted. Analysis was unable to test the excessive no delivery alarm. The no reservoir alarm functioned properly. Also, analysis found the unit had intermittent button response on up arrow button due to corroded keypad traces. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump has a keypad anomaly. Her blood glucose was 122 mg/dl at the time of incident. She states the scroll bar is moving without input from the user. She also reported that the insulin pump received a compromised force sensor system alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.